Manufacturer narrative:
(B)(4). The problem is not confirmed. The patient stated that they saw air in the line; however, the cause of the air could not be determined. Therefore, the complaint is not confirmed and the assignable cause is undetermined based on the information that was given by the patient and the complaint investigation. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
This is an international report of a home choice (hc) machine that sounded a check heater line alarm during fill 1. The home patient (hp) was connected to the machine. The technical service representative (tsr) went through troubleshooting with the hp and the hp noticed large gaps of air in the setup. The tsr assisted the hp in ending therapy. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention.